Event description:
It was reported by field service technician (fst) during preventive maintenance that cs100cintra-aortic balloon pump (iabp) had iabp disconnected error and found that vacuum is leaking from k7 valve. No patient involvement. No injury or harm reported.

Manufacturer narrative:
Due to character limitation in e1, full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2 h6- type of investigation, investigation findings, investigation conclusion, h11. During preventive maintainence, the field service enginneer checked & found that vacuum is leaking from k7 valve. Its manifold drive is defective and need to replace the same. On 14/5/2025 he replaced the manifold drive with new one. Passed all the test as per factory guidelines & checked all functions of the machine, machine found working ok.